Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however, it is being reported to medwatch as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report which reported the following information: a customer reported receiving readings that were "30 to 100 higher" from the adc freestyle libre sensor as compared to an unspecified meter. No further details were provided. There was no report of third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.